Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced discomfort in the penis due to infection in the cavernosal bodies. A surgical procedure was performed to remove the components. There were no device issues and no further patient complications.